Event description:
Consumer complaint of low blood results. Expected blood glucose results not fasting range from 95-120mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 07/17/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter (B)(6) 2015, 07:23pm, fasting: no; 58mg/dl, (B)(6) 2015, 04:01pm, fasting: no, 110mg/dl, (B)(6) 2015, 08:36am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.